Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the patient parameter pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5. The shorted u5 caused fuse f3 to be open as well.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation by physio-control, it was observed that the device boot up process was delayed and took over 30 seconds to complete. This could prohibit the device from providing defibrillation therapy to a patient in a timely matter. The device was also resetting during the boot up process. There was no patient use associated with the reported issue.